Event description:
It was reported that the patient received an alert for high voltage lead impedance out of range. No externalized conductors were observed based on review via diagnostic imaging. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.